Manufacturer narrative:
Date received by manufacturer: 02aug2019. Date of report: 06aug2019. The initial report was submitted in error. This event was reported on manufacturer¿s report #:2031642-2019-03309. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported error exhalation valve test failure. It is unknown if the unit was in clinical use at the time the reported issue was discovered.